Event description:
A surgeon reported that approximately 15 years after implantation an intraocular lens (iol) became dislocated causing double vision and blurred vision. The iol was replaced with an anterior chamber lens. The surgeon reported that the outcome was good. The patient's visual acuity (va) prior to the replacement was 20/200, and va following the procedure was 20/20. The surgeon did not believe the iol malfunctioned.